Event description:
It was reported that loss of capture on both the atrial and ventricular leads were noted. Externalized conductors were found via fluoroscopy. Physician suspects that clavicular crush was the source of the loss of capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.